Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that these types of events can occur: "intraoperative or postoperative bone fracture and/or postoperative pain."

Event description:
It was reported a patient underwent a total hip arthroplasty on (B)(6) 2007. Subsequently the patient was revised on (B)(6) 2014 due to pain. A review of invoice history reveals that the cup, liner, and head were removed and replaced during the revision.